Manufacturer narrative:
These error messages are displayed when: moisture within the internal components via the articulation sleeve material false positive over temp, real over temp conditions (safety mitigation), a corrective and preventive action was opened and actively pursued in order to improve the durability of this material. These were submitted as paper copies on 1 mar 2016 because we could not get the emdr tool to work and we had been instructed to submit them in paper form. They were returned on 8 mar 2016 by (B)(6) mail with a notification that paper copies were no longer accepted. Follow up with FDA advised us to include an explanation of when we attempted to submit the reports via paper.

Event description:
The investigation revealed that the z6ms transducer fails during study due to an usacquisitionhw_ error message. When this occurs the customer must dismiss the message, restart the system or in the worst case, exchange the transducer causing a reinsertion of the tee transducer.